Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was heavily calcified and mildly tortuous. An ht command guide wire (gw) was placed in the vessel. The supera stent delivery system was advanced over the gw, but became stuck on the gw just before entering the introducer sheath. During removal, the stent system and gw remained stuck together and the supera started to deploy. Both devices were removed. There was no adverse patient effect or a clinically significant delay in procedure. Another gw and stent system were used successfully to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The ht command guide wire referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and the reported difficult to remove were able to be confirmed. The reported premature activation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted command guidewire bends on its entire length sporadically in multiple locations; thus resulting in the reported difficult to advance and the reported difficult to remove. Interactions/manipulation of devices ultimately resulted in the reported premature activation. There is no indication of a product quality issue with respect to manufacture, design or labeling.na